Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board were replaced to address the issue.